Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional xience xpedition device referenced is being filed under separate medwatch report.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid-right coronary artery that was 90% stenosed. During advancement of the xience xpedition 2.75 x 33 mm stent delivery system, it became stuck with the hi-torque pilot 50 guide wire and would not advance. The devices were removed with resistance as a single unit. Another stent was used to complete the procedure. Although there was a delay, it was not clinically significant. There were no adverse patient effects. The patient status was good after the procedure. No additional information was provided.